Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the reported product was connected to manual handle and was attempted to be fired. The surgeon was able to press the green button was not able to squeeze the handle and the device was unable to be fired. The procedure was completed with another device. No patient injury.